Event description:
Reporter indicated that vns patient had passed away. Cause of death is not known at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.